Event description:
Customer advised that the rate changed. Hospital reported the volume to be infused at 350ml and the rate at 200ml/hr. Three minutes later the user indicated the volume to be infused was 200 ml and the rate had switched to 350ml/hr. There was no patient consequence.